Event description:
Additional information was received indicating right ventricular (rv) lead was capped and not explanted.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed, however, the results were not provided. The patient was hospitalized and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.